Manufacturer narrative:
(B)(4). Date sent: 5/16/2024. D4: batch # 681c04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with two (gst60d & ecr60w) reloads present. The reload (b) was received partially fired 1/16. The reload (c) was received unfired with the reload pan partially dislodged from the right proximal side. The returned device and reload (b) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. No abnormal noises were noted during functional testing. No conclusion could be reached on what may have caused the reload pan to dislodge. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 681c04, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire with abnormal weak sound. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.